Event description:
The customer reported the x-ray tube is arcing, system will not fluoro, and system locked up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube and high voltage tank. System operates as intended. (B) (4), (B) (4), and (B) (4).